Manufacturer narrative:
Evaluated one open/used reservoir; inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test; transfer guard needle occluded. We use a new transfer guard, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the needle on the transfer guard needle was bent and that another reservoir was leaking. The blood glucose reading was 124 mg/dl. When pressing gently on the plunger the customer noted that there was a leak. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.